Manufacturer narrative:
(B) (4). Jostent graftmaster 3.1 x 19, 3.0 x 12 and 3.5 x 19 indicated are being filed under separate medwatch MFR numbers. Evaluation summary: the device was not returned. In general, issues on advancing to and passing target lesions could occur due to, but not limited to, physician's technique (selection of device size/type, used guide wire, /catheter), coronary lesion (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or a pre-dilatation strategy. The probable root cause remains undetermined. It cannot be excluded that the vessel anatomy was still too narrow for the device to cross. There are too many influences and interactions existing which may lead to the effect "not cross", so a conclusion that this problem must be caused by the used device is not possible. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. According to the task route sheets, all devices were in accordance with all quality criteria when the devices left the manufacturer.

Event description:
Adverse event: failure to treat perforation. Time of adverse event: during the procedure. Device issue: failure to advance. Time of device issue: during the procedure. It was reported that a perforation was caused by a non-abbott device. The first three graftmaster stents (3.5 x 19, 3.0 x 12, 3.0 x 26) failed to cross the perforation. The 3.0 x 19 graftmaster was attempted, but it dislodged. It was able to be deployed at the perforation using the sds balloon, and the perforation was considered to be adequately sealed. There is no additional event or patient information available.